Event description:
The customer reported that the system locked up following high voltage arcing. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and identified as requiring replacement. The customer declined to have the service rep repair the device. No further service info is available at this time.